Event description:
It was reported that the procedure was to treat a left internal carotid artery. The acculink stent was deployed without any issues during the procedure. However, immediately after the procedure the patient experienced some left side weakness. The patient was sent to her room and later suffered a major contralateral stroke and died.